Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test and occlusion test. However, the insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is 65 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)